Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit electrical test fail code 50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. They observed and found the same issue. The fse cross checked the unit with a working motor control pcb. The fse then stated that motor control pcb needed to be replaced. After replacing the working motor control pcb the fse performed all functional tests successfully. The unit was working ok and was handed to the customer in working condition.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit electrical test fail code 50.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.